Event description:
Drug/diluent: ropivacaine .2%. Fill volume: 450 ml. Flow rate: 10.0ml/hr. Procedure: shoulder surgery. Cathplace: interscalene. The pump was emptied in 24 hours. No adverse event, per anesthesiologist.

Manufacturer narrative:
Sample is not available. (Results) - without the actual product, a complete analysis cannot be conducted. (Conclusions) - should additional info pertinent to this event become available, I-flow will submit a follow-up report.